Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in micro-centrifuge vial, dry, residue, and residue on product. Visual inspection found haptic torn stretched out, with residue and debris on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -11.50/1.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was explanted and replaced with a for a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as "lens size too big, causing crowding of angle and high vault. Need one size smaller."